Manufacturer narrative:
Further information from the reporter regarding the product, and patient details has been requested. No additional information is available at this time. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported blue slider on the injector was stuck halfway against the xen®45 gts.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the complaint was not able to be confirmed as there was no gel stent present in the unit or in the packaging. The returned injector was unable to actuated due to the bent needle and damaged needle tip. The reported complaint of the xen glaucoma treatment system was not confirmed due to the suspected gel stent was not returned for further investigation. The manufactured xen systems are 100% tested and inspected at manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported blue slider on the injector was stuck halfway against the xen®45 gts.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported blue slider on the injector was stuck halfway against the xen®45 gts.